Event description:
The user facility reported that during a patient procedure, the da vinci robot utilized during the procedure had to be repositioned twice. The hospital staff reported that the table's hand control displayed a different degree of articulation than what was set at the beginning of the procedure. The user facility reported that it appeared the table had drifted slightly. The procedure was completed successfully.

Manufacturer narrative:
A steris technician inspected the table and was able to duplicate the reported event. A replacement table has been provided to the user facility and the table subject of this event will be returned for a complete evaluation. A follow-up report will be submitted if additional information becomes available.

Manufacturer narrative:
Steris engineering evaluated the table and was able to duplicate the reported event. The cause of the drift is attributed to debris in the hydraulic fluid that prevented a manifold spool valve from completely closing, allowing internal leakage of hydraulic fluid which subsequently caused the loss of hydraulic pressure and slight table drift.